Manufacturer narrative:
A complete analysis and testing of one opened and used guardian sensor, performed the continuity resistance test and the sensor passed per specifications. Performed the bicarbonate buffer test and the sensor passed per specifications with accurate readings. However, a visual inspection found the sensor cannula bent; unable to confirm if the customer received the senor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level around 170 mg/dl and a sensor glucose level of 100 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.